Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized five times in ten years. (B)(6) 2015 - customer was hospitalized after waking up with blood glucose of 450 mg/dl. Customer was vomiting and was admitted to the hospital due to diabetic ketoacidosis. Customer was hospitalized for two days and was wearing insulin pump at the time of hospitalization. (B)(6) 2016 - customer was hospitalized with blood glucose of 590 mg/dl. Customer was nauseous and was admitted into the intensive care unit. Customer was hospitalized for four days and was wearing insulin pump at the time of hospitalization. Customer also reported of having a blank display screen on (B)(6) 2015; customer had blood glucose of 359 mg/dl. Customer was able to resolve issue by removing battery and re-inserting. Customer also reported physical damage to display screen and reservoir compartment and act button responded intermittently. Insulin pump was replaced.